Event description:
On (B)(6) 2015, a customer reported an unexpected physical user injury when performing routine customer maintenance on a galileo instrument.

Manufacturer narrative:
A field service engineer visited the customer site to assess the instrument in question on (B)(6) 2015 and verified that the screw was installed correctly, and that the access lid was installed correctly. The lid was found to be operating as expected.